Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. Device received with cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer's current blood glucose level was 260 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.